Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
Customer reported that she was hospitalized for high blood glucose and ketoacidosis. The blood glucose reading at the time of admittance was 291 mg/dl. Customer stated that she had excessive no delivery alarms prior to the hospitalization. No further information was provided.